Event description:
Event description guidant received information that this patient was experiencing non-sustained episodes with inappropriate shocks. Shocking impedance was measured at <10 ohms, shorted lead. Visual inspection revealed insulation damage on the rate/sense portion at the connector and further down on the lead where it had been crushed under the device. No visual damage was noted on the shocking portion. However, due to the low shocking impedance, this part of the lead was capped and surgically abandoned. The rate/sense portion of the lead will be sent back for laboratory analysis. Another another guidant lead was successfully implanted.